Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: a review of the black box showed no alarms or issues related to the power issue. Moisture was found in the battery compartment. The battery cap was not returned and a test cap was successfully used for testing. The test cap was tightened and unscrewed a half turn leading the pump to reboot. The power complaint was duplicated. A leak was found in the battery compartment. The pump was opened to find no moisture. The test cap was fastened and no further power losses occurred during a 24 hour test. Unrelated to the original complaint, the battery compartment was cracked from the threads to the left side of the grip pad down to the seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), the reporter contacted animas, alleging a power (moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.